Event description:
It was reported that error codes 1301 (laser power too low) and 1303 (mean laser power too low) displayed during a cystolitholapaxy procedure. The procedure could not be completed due to the error code. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customers site. During functional evaluation of the console, the reported output below specifications was confirmed. The fse replaced the beam source component restoring console functionality. The console passed full functional and electrical safety testing. Based on fse evaluation, it is most likely that normal usage wear of the beam source component contributed to the console difficulties encountered which led to the procedure being aborted.

Event description:
It was reported that error codes 1301 (laser power too low) and 1303 (mean laser power too low) displayed during a cystolitholapaxy procedure. The procedure could not be completed due to the error code. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.